Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a breakage of the rv lead was detected during a follow-up on 23 march 2017. The pacemaker mode was changed to aai. Upon interrogation on (B)(6) 2017, a warning about a reset was displayed. When clicking on "ok" on the warning window, the pacemaker switched into ddd mode.

Event description:
Reportedly, a breakage of the rv lead was detected during a follow-up on (B)(6) 2017. The pacemaker mode was changed to aai. Upon interrogation on (B)(6) 2017, a warning about a reset was displayed. When clicking on "ok" on the warning window, the pacemaker switched into ddd mode.